Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature which discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias was inappropriately withholding therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the discriminator feature was programmed off and the device remains in use.